Manufacturer narrative:
(B)(4). No product was returned; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, patient dislocated and underwent a closed reduction. The sales rep reasonably assumes a disassociation occurred at the time of the closed reduction of the dislocation. No further event information available at the time of this report.